Event description:
The customer reported that a falsely elevated potassium (k) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was not reported to the physician(s). The sample was repeated on the original dimension vista 500 system and on an alternate dimension vista system. The repeat results recovered lower than the initial result and within the normal range. The repeat results obtained from both the system were considered correct and the repeat result obtained from the original system was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated k result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated potassium(k) result was obtained on a patient sample on a dimension vista 500 system. Quality control (qc) was acceptable on the day of the event. Siemens reviewed the system integrated multisensor technology (imt) data and observed that dilution check correction factor was within the limit, calibration, air values of std a and std b and pump rate were within the normal range on the day of the event. Siemens remotely assisted the customer and checked the qc and imt calibration data. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse identified that an aliquot probe with sticky stuff inside, replaced and aligned aliquot probe, performed power flush, cleaned and aligned rotary valve, cleaned all tubings and ports, primed with random patient plasma and performed dilution check, which passed. Further, the cse ran qc and a quick check, which recovered acceptably. Siemens further evaluated the event and concluded that the sticky stuff inside the aliquot probe, which was corrected by replacing and aligning aliquot probe, potentially contributed to the falsely elevated k result. The instrument is performing according to specifications. No further evaluation of this device is required.